Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the medications had not been crossing over for multiple patients. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications had not been crossing over for multiple patients. A technical support specialist (tss) had connected to the server. The tss had confirmed that messages were crossing successfully to es. The tss had called the customer, and the customer had confirmed that they had performed an epic upgrade. After the upgrade, they had been able to see the orders again, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.